Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided, this event is reported on 0002648920-2017-00483.

Manufacturer narrative:
(B)(6). Concomitant product(s)- part: 00801803602 name:femoral head sterile product do not resterilize 12/14 taper lot: 60829335. The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports:0002648920-2017-00483.

Event description:
It was reported that a patient was revised approximately 9 years post initial implantation due to pain and high levels of cobalt and chromium. No complications or delays reported. Attempts have been made and no further information is available at this time.